Event description:
Facility alleged that only one side of legs will spread on the golvo mobile lift. No alleged impact.

Manufacturer narrative:
Replacement parts were sent to the facility for repair of the lift.